Manufacturer narrative:
No sample is available for investigation.

Event description:
The event is reported as: the catheter broke at the funnel (between the catheter and the urinary bag). The patient was (B)(6) old, non agitated, and under morphine. The catheter was removed and not replaced because the patient was able to urinate normally. No clinical consequence for the patient.